Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received report that the marksman catheter was damaged during flow diversion treatment of a giant aneurysm in the right m1 of the middle cerebral artery (mca). It was reported that the marksman was placed in the end portion of the m2 and the flow diversion device was being advanced when the physician noted difficulty during navigation and resistance while passing flow diversion device through the carotid siphon. Fluoroscopic imaging was used to monitor the location of the flow diversion device throughout the procedure as well as to evaluate the cause of the difficult navigation. The physician retracted the flow diversion device a few centimeters and greater resistance was encountered during advancement. The physician decided to remove the marksman with the with flow diversion still inside. After removal, an "impending fracture; was observed with exposure spiral in the catheter body." The physician cut the marksman to remove the flow diversion device and was used with a new microcatheter and implanted without issue. No patient injury was reported.

Manufacturer narrative:
The marksman was returned for evaluation. As received, the marksman was observed to be separated into two sections (distal and proximal). The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The distal segment of the catheter was also found to be stretched kinked and accordioned. No other anomalies were observed. Based on the analysis findings, the clinical observation was confirmed. The broken ends of the catheter exhibited stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. We are unable to definitively determine the cause of the fracture. However, the resistance during delivery may have contributed to catheter body becoming severely damaged and subsequently causing the catheter body to become fractured. As per the instructions for use (IFU): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ in addition, a review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All devices are 100% inspected for damage and irregularities during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
Medtronic received information that the fracture was observed within the distal segment of the microcatheter body.